Manufacturer narrative:
Uf/importer report #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hysterectomy with bilateral salpingectomy, the needle broke in half into two pieces. Half of the needle remained in the device while the other half fell on patient's cavity. X-ray had to be done to locate the needle. General surgeon and urologist were also consulted to assist with the removal of the needle with the use of fluoroscopy.